Manufacturer narrative:
(B)(4). A supplemental report will be submitted upon the completion of the plant's evaluation.

Event description:
It was reported during a follow up call to the patient's clinic for an unrelated event that the patient expired on (B)(6) 2016 with the cause of death reported to be cardiac arrest with secondary complications from chronic obstructive pulmonary disease (copd). Documentation relating to the patient's death was requested from the patient's peritoneal dialysis nurse, but has not been made available for analysis.

Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation, and the failure mode cannot be confirmed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the device history record review confirmed the labeling, material, and process controls were within specification.